Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The service engineer (se) inspected the device. The se found no problem with safety valve on extended self test est. The se performed performance verification testing and all test passed. This product is no longer manufactured. The blower is normally replaced after 12,500 hours (nominally 3.6 years) of use. No further testing required.

Event description:
It was reported that the ventilator generated an occlusion: safety valve open alarm. No patient harm was reported.